Event description:
The home care provider (hp) and fire department reported the following information: 1) the fire department called the hcp for instructions on how to handle a helios reservoir liquid oxygen unit that was vaporizing. 2) they followed the instructions given by the hcp and stopped the quick connect leak. 3) the unit was placed back inside of the patient's home. 4) no injury occurred.